Event description:
It was reported that the helix of the attempted pacing lead would not extend during implant. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specification. (B)(4).